Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection (other) describe: pelvic') in a 39-year-old female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vertigo, chest pain, atrial fibrillation, anemia, gastroesophageal reflux disease, arrhythmia, chest pain, palpitations, dizziness, back pain, libido decreased, dyspareunia, menorrhagia, weight gain, bacterial vaginosis, right lower quadrant pain, bloating, adenomyosis, vaginal yeast infection, urgency urination, uterine fibroids, atrial fibrillation and gerd. Concomitant products included cetirizine hydrochloride (zyrtec), fexofenadine hydrochloride (allegra), fluticasone propionate (flonase), meclozine hydrochloride (meclizine), metoprolol and omeprazole (protonix). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections"), depression ("depression"), anxiety ("anxiety") and cystitis ("bladder infection") and was found to have heart rate increased ("her heart rate increased during the procedure"). The patient was treated with surgery ((B)(6) 2015 (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, vulvovaginal mycotic infection, fatigue, weight increased, abdominal distension, alopecia, depression and anxiety had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, heart rate increased and cystitis outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, heart rate increased, menorrhagia, pelvic infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: the left coils were placed and 5 coils were visualized after the procedure. Plaintiffs received treatment for dysmenorrhea, dyspareunia, menorrhagia, vaginal infection, bladder infection, fatigue, hair loss, weight gain, gi conditions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: apparent occlusion of the fallopian tubes bilaterally total bilateral occlusion. Pathology test - on (B)(6) 2015: uterus, hysterectomy with bilateral salpingectomy: a. Nabothian cyst of endocervix. B. Secretory phase endometrium. C. Uterine serosal adhesions with focal endometriosis. D. Subserosal leiomyomata are identified. E. Histologically unremarkable right fallopian tube with benign paratubal cysts. F. Histologically unremarkable left fallopian tube with salpingitis isthmica nodosa.. Ultrasound scan vagina - on (B)(6) 2015: negative pelvic ultrasound. Thickened endometrium and possible adenomyosis. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; migraine lot number: b02264, manufacture date: 2013/02, expiration date: 2016/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet was received. Event added from pfs- bladder infection. Reporter information were added. Events outcomes were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection (other) describe: pelvic') in a 39-year-old female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vertigo, chest pain, atrial fibrillation, anemia, gastroesophageal reflux disease, arrhythmia, chest pain, palpitations, dizziness, back pain, libido decreased, dyspareunia, menorrhagia, weight gain, bacterial vaginosis, right lower quadrant pain, bloating, adenomyosis, vaginal yeast infection, urgency urination, uterine fibroids, atrial fibrillation and gerd. Concomitant products included cetirizine hydrochloride (zyrtec), fexofenadine hydrochloride (allegra), fluticasone propionate (flonase), meclozine hydrochloride (meclizine), metoprolol and omeprazole (protonix). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections"), depression ("depression") and anxiety ("anxiety") and was found to have heart rate increased ("her heart rate increased during the procedure"). The patient was treated with surgery (on (B)(6) 2015(hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, vulvovaginal mycotic infection, fatigue, alopecia, depression and anxiety had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, abdominal distension and heart rate increased outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, heart rate increased, menorrhagia, pelvic infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: the left coils were placed and 5 coils were visualized after the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: apparent occlusion of the fallopian tubes bilaterally. Total bilateral occlusion. Pathology test - on (B)(6) 2015: uterus, hysterectomy with bilateral salpingectomy: a. Nabothian cyst of endocervix. B. Secretory phase endometrium. C. Uterine serosal adhesions with focal endometriosis. D. Subserosal leiomyomata are identified. E. Histologically unremarkable right fallopian tube with benign paratubal cysts. F. Histologically unremarkable left fallopian tube with salpingitis isthmica nodosa. Ultrasound scan vagina - on (B)(6) 2015: negative pelvic ultrasound. Thickened endometrium and possible adenomyosis. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; migraine. Lot number: b02264; manufacture date: 2013/02; expiration date: 2016/02. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-oct-2019: quality safety evaluation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infection (other) describe: pelvic') in a (B)(6)-year-old female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vertigo, chest pain, atrial fibrillation, anemia, gastroesophageal reflux disease, arrhythmia, chest pain, palpitations, dizziness, back pain, libido decreased, dyspareunia, menorrhagia, weight gain, bacterial vaginosis, right lower quadrant pain, bloating, adenomyosis, vaginal yeast infection, urgency urination, uterine fibroids, atrial fibrillation and gerd. Concomitant products included cetirizine hydrochloride (zyrtec), fexofenadine hydrochloride (allegra), fluticasone propionate (flonase), meclozine hydrochloride (meclizine), metoprolol and omeprazole (protonix). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections"), depression ("depression") and anxiety ("anxiety") and was found to have heart rate increased ("her heart rate increased during the procedure"). The patient was treated with surgery ((B)(6) 2015(hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, vulvovaginal mycotic infection, fatigue, alopecia, depression and anxiety had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, abdominal distension and heart rate increased outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, heart rate increased, menorrhagia, pelvic infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: the left coils were placed and 5 coils were visualized after the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: apparent occlusion of the fallopian tubes bilaterally total bilateral occlusion. Pathology test - on (B)(6) 2015: uterus, hysterectomy with bilateral salpingectomy: abothian cyst of endocervix.. Secretory phase endometrium. Uterine serosal adhesions with focal endometriosis. Subserosal leiomyomata are identified. Histologically unremarkable right fallopian tube with benign paratubal cysts. Histologically unremarkable left fallopian tube with salpingitis isthmica nodosa. Ultrasound scan vagina - on (B)(6) 2015: negative pelvic ultrasound. Thickened endometrium and possible adenomyosis. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: medical record received lot number was added. Reporter information, medical history and lab data were added. On 17-sep-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinarytract/vaginal) type: vaginal infections, infection (other) describe: pelvic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, gastrointestinal ordigestive system condition type: bloating, hair loss,her heart rate increased during the procedure" were added. Outcome of events" infections, hair loss, anxiety, depression, fatigue" were updated as recovered. Concomitant drug, medical history and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.